Event description:
It was reported that the prong of the inserter broke off during use. The broken off piece was retrieved. No patient complications were reported.

Manufacturer narrative:
(B) (4). Device was returned to the manufacturer for evaluation. Visual macroscopic exam show that the lower tab of the instrument is broken and missing. The analysis of fractured surface suggests a quasi brittle fracture which initiated from the inside edge of the tab. It appears that excessive bending load was applied to the instrument which may have caused the tab to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.